Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) powered down unexpectedly and entered a boot-loop. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/24/2025 emailed the bme for the information in the ni list above: the bme supplied us with 22 bsm-6000 that were being monitored at the cns, but not the specific model number except for one. Also, confirmed another one that was listed under the customer's account. Additional device information: d10 concomitant medical device: the following device were used in conjunction with the cns: bedside monitors (bsm-6000): model #: mu-631ra. Serial #: (B)(6). Device manufacturer data: 03/06/2015 (march). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitors (bsm-6000): model #: mu-631ra. Serial #: (B)(6). Device manufacturer data: 06/08/2017 (june). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitors (bsm-6000): serial #: (B)(6).

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) powered down unexpectedly and entered a boot-loop. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) powered down unexpectedly and entered a boot-loop. No patient harm was reported. Investigation summary: repair center evaluation duplicated the boot loop condition. Investigation determined corrupted software and degraded hard drives. Both hdds were replaced and re-imaged, and the unit was fully configured and tested for 48 hours to manufacturer specifications before being returned to the customer. Root cause: corrupted software due to degraded hard drives. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional device information: d10 concomitant medical device: the following device were used in conjunction with the cns: bedside monitors (bsm-6000): model #: mu-631ra, serial #: (B)(6), device manufacturer data: 03/06/2015 (march), unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitors (bsm-6000): model #: mu-631ra, serial #: (B)(6), device manufacturer data: 06/08/2017 (june) unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Bedside monitors (bsm-6000): serial #: (B)(6). Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer, h6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) powered down unexpectedly and entered a boot-loop. No patient harm was reported.